Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during placement of an unspecified peripherally inserted central catheter (PICC), a micropuncture transitionless access set wire separated. The wire reportedly looped in a vein and would not advance. As the user attempted to withdraw the wire guide, it kinked and stuck. With "a little effort" the wire was freed, and the user found that the wire had separated, with a small fragment left in the patient. Additional information has been requested, but is unavailable at this time.

Event description:
Additional information was received stating that the separated portion of the device remained in the patient, despite attempts to retrieve the device. Access was obtained in the brachial vein.

Manufacturer narrative:
Corrected information: g3: the event occurred in ireland. Summary of event: as reported, during placement of an unspecified peripherally inserted central catheter (PICC), a micropuncture transitionless access set wire separated. The wire reportedly looped in a vein and would not advance. As the user attempted to withdraw the wire guide, it kinked and stuck. With "a little effort" the wire was freed, and the user found that the wire had separated, with a small fragment left in the patient. Additional information was received 29jul2020. The separated portion of the device remained in the patient, despite attempts to retrieve the device. Access was obtained in the brachial vein. Investigation evaluation: a review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications was conducted during the investigation. The complaint device was not returned to cook for evaluation. Photos were not provided. A document-based investigation evaluation was performed. One failure-related nonconformance was found; however, all affected units were scrapped and replaced. There have been no other reported complaints for this lot number. The information provided upon review of complaint file does not provide evidence to support that the device was not manufactured to specification or to suggest items in the lot or similar devices in the field or in-house are nonconforming. The device history file was reviewed. Risk controls are in place for this failure mode. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with a drawing and instructions for use, which warn against pulling the wire guide through the needle tip. Based on the information provided and the results of the investigation, cook has concluded that a potential cause of the event can be traced to the procedure, as the separation occurred during removal of the device, possibly through a needle. The risk analysis for this failure mode was reviewed and no action was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.